Event description:
Manufacturer's representative reported patient experienced dramatic increase in pain within past week, withdrawal symptoms, and has heard alarms. The pump was interrogated and no active alarms were present. The pump was programmed to deliver dilaudid 20mg/dl @ 5mg/day. Diagnostic procedures are being considered for further evaluation of device and patient symptoms. A follow up report will be sent if new information is received.